Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the ligation bands could not be fired and the handle did not turn after sucking in the varices. A next attempt was made and the handle was very difficult to turn and when it finally rotated, the three bands were suddenly shot off. The remaining bands also failed to deploy off from the ligator cap. The procedure was completed with another speedband superview super 7 device. There was no difficulty experienced upon setting up the device. Reportedly, earlier in the setup process, the ligator shrink wrap was removed prior to securing the ligator head on the scope, which is earlier than what is instructed in the device instructions for use. There were no patient complications reported as a result of this event.